Manufacturer narrative:
Tibial and talar components showed some marks assumed to be from explant. Poly showed normal wear.

Event description:
Pt had star components removed and replaced due to anterior talar and anterior tibial subsidence 10 years after initial implant. Talar component # 400-256, lot # 070597/153. Tibial component # 400-263, lot # 120399/121. Poly component # 400-142.